Event description:
It was reported that a user experienced prolonged hyperglycemia with blood glucose over 300 mg/dl for several hours after a shower while using an ilet system with a contact detach 6 mm, 23 in infusion set, and the infusion set was deployed or connected incorrectly; troubleshooting and education were provided, and a goodwill replacement order was issued. Symptoms included high blood glucose. Outcomes included the need for troubleshooting support and product replacement. Investigation included user interview and guided infusion set change. Investigation of this case revealed that the infusion set or connector was not attached correctly, leading to inadequate insulin delivery and elevated glucose. It was concluded, based on previously established findings for similar reports, that user setup error with the infusion set caused the event.